Event description:
It was reported that patient side manipulator (psm) was drifting on axis 2 when the customer pressed a port clutch button. Intuitive surgical, inc. (Isi) followed up with the isi field service engineer (fse) and obtained the following additional information: the issue was discovered during maintenance. The patient was not involved.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the patient side manipulator (psm). The system was tested and verified as ready for use. As of the date of this report, the psm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.